Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 300 mg/dl while wearing the pod on the back for between 25 and 36 hours. Symptoms reported include nausea, dizziness and dry mouth. The patient visited the family doctor who performed a urine test and advised the patient to go to the hospital. The patient removed and discarded the pod prior to leaving for the hospital. The patient was treated with insulin intravenously and sugar. A new pod was applied on the patient's leg the following day and the patient was discharged.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.